Event description:
A (B)(6) dentist at (B)(6) medical center, (B)(6), used cavicide to clean my valplast partials and it caused pain, inflammation, chemical burns, blisters and ulcers. I reported this years ago and you did nothing, and they continue to clean dentures with cavicide, which is a violation of federal law because the label clearly states this product cannot be used inconsistent with the labeling and the label states it cannot be used on anything that touches intact mucous membrane, which lines the mouth. This continuation of violation of federal law is negligence per se and your knowledge of it and its continuation without your intervention is endorsing breaking the law. Cavicide is a registered and considered a medical device. Ref MFR# 1722021-2014-00010.